Manufacturer narrative:
The reporting facility phone number is: (B)(6). Siemens has initiated a technical investigation of the reported event. A defective x-ray tube was identified as the root cause of the scan abort. After the x-ray tube has been replaced on the (B)(6) 2021, the problem was solved. No general product issue has been identified. Additional investigation is not deemed necessary at this time.

Event description:
It was reported to siemens that during a CT examination of a (B)(6) year old child, the scan aborted, and the child had to be rescanned. No other injury was reported beside the additional x-ray dose from the rescan. This report has been filed with an abundance of caution. The reported event occurred in (B)(6).